Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive and timed out unexpectedly during user interaction. In addition, it was reported that the pump touch screen registered "phantom" clicks without user interaction. There was no adverse impact to customer¿s blood glucose level. A pump reset was performed to address the issue. Customer continued to use the pump for insulin therapy.